Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any system component involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A site history was performed and no other complaints related to this event were found. As of the date of this report, no image or video of the system error was received for review. A system log review was performed and the error 5 was noted. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the surgeon deciding to convert the procedure to a non-robotic method. Although there was no patient harm reported as a result of this event, if the issue were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the information was either unknown or unavailable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system exhibited error 5 non recoverable fault. The technical service engineer (tse) checked the logs and found error 5 indicating fan failure in the surgeon side cart (ssc). The tse asked the customer to do a hard power cycle of the system. The customer performed the hard power cycle and the system booted up with the same error 5. Intuitive surgical inc. (Isi) followed up with the tse and obtained the following additional information: there were no issues noted during system set up and the system booted up normally. There were no issues with the port placements. The surgical staff did not observe any outside influences that were impeding movement of the system or patient side monitor (psm). The customer did not attempt to reset the instrument or drape. As of the date of this report, it is unknown if there were any post-surgical complications to the patient.

Manufacturer narrative:
67- intuitive surgical, inc. (Isi) received the surgeon back plane (sbp) involved with this complaint and completed the device evaluation. Visual inspection was performed and found that the fan was burned and corroded. As a result, the sbp was not able to be installed into the test system to attempt to reproduce the reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, and h10. Corrected information can be found in the following field: g5. G5 field is updated with the 510k number.

Manufacturer narrative:
4307- an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced based on the field evaluation. The fse checked and replaced the surgeon back plane (sbp) board and the personality module surgeon console (pmsc) fan. The system was tested and verified as ready for use. Isi has not received the sbp involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.